Manufacturer narrative:
Information indicates the device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient presented to the emergency clinic with symptoms of dizziness, lightheadedness and syncope. A surface electrocardiogram indicated there was possible loss of capture or oversensing and possible undersensing that was occurring. The patients implanted pacemaker device was checked and no problems were observed, and the issue could not be reproduced. As a result of discussions with the physician, the pacemaker pace output programming was increased, and the sensitivity programming was decreased, and the patient returned home. The pacemaker device was subsequently explanted and replaced. During the replacement procedure, the lead terminal pin was confirmed to be fully inserted into the device header and there were no issues noted on the lead based on pacing system analyzer (psa) measurements. The physician indicated that the cause of the issue is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates the device is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency clinic with symptoms of dizziness, lightheadedness and syncope. A surface electrocardiogram indicated there was possible loss of capture or oversensing and possible undersensing that was occurring. The patients implanted pacemaker device was checked and no problems were observed, and the issue could not be reproduced. As a result of discussions with the physician, the pacemaker pace output programming was increased, and the sensitivity programming was decreased, and the patient returned home. The pacemaker device was subsequently explanted and replaced. During the replacement procedure, the lead terminal pin was confirmed to be fully inserted into the device header and there were no issues noted on the lead based on pacing system analyzer (psa) measurements. The physician indicated that the cause of the issue is unknown. No additional adverse patient effects were reported.